Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic after device detected an alert for long charge time. Two unexplained events of long charge times were observed. The device was explanted and replaced. The patient was in stable condition after the surgery.